Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found that haptic was bent and foreign material (stains) on lens surface. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 13.7 mm vticmo13.7 implantable collamer lens, -18.0/+1.5/109 diopter, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged for a shorter lens due to the patient was experiencing excessive vault, significant reduction of irido-corneal angles, and an extremely shallow a/c. The problem is resolved. As of the date of MDR submission, the lens has not yet been returned for evaluation.